Event description:
On (B)(6), 2011, the patient was treated for an occluded abdominal aorta just below the level of the renal arteries. The physician attempted to revascularize the aorta by implanting a bifurcated terumo brand endoprosthesis and a gore excluder aaa endoprosthesis aortic extender component. The gore extender component could not be adequately sealed at the implantation site due to the level of constriction in the aorta. The extender component moved proximally after deployment, covering the renal arteries. The physician then decided to convert to an open procedure. The terumo and gore devices were explanted and discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.